Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that quality controls for troponin and thyroid stimulating hormone were out of range. The cse decontaminated the instrument, replaced heterogeneous module probes and cassette pumps, and performed alignments. The cse also replaced a waste pump that had failed. A system check was run and passed. The cause of the elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens technical solutions center (tsc) to request service for a dimension rxl max with hm instrument. The customer stated that one patient sample tested for troponin had resulted high and the result was reported to a nurse, who expected an elevated result due to the patient's clinical history. Multiple patient samples were later tested for troponin on the instrument and resulted falsely high. The discordant results were not reported to the physician(s). It is unknown if the corrected results were reported to the physician(s). The customer stated that a corrected report was not required for the result reported to a nurse for the sample tested earlier. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.